Manufacturer narrative:
It was noted the lead was not available for return. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the implant of this right atrial (ra) lead, cardiopulmonary resuscitation (CPR) was performed due to patient asystole. Then increased impedance measurements of up to 1700 ohms were noted after performing CPR on the patient. It was noted that the lead had dislodged. Helix retraction difficulties, placement difficulty and removal difficulty were also noted. It was decided to implant a new lead. No additional adverse patient effects were reported.